Manufacturer narrative:
(B)(4). The device was evaluated by baxter. The engineering device investigation confirmed the reported symptom of a "broken back flex connector" which caused a no audio condition. The investigation experienced the no audio condition on all volume/tone settings. When the pump rear case was detached form the front case, the investigation found that the back flex was not seated in the I/o pcb connector because of a broken connector. The investigation could not determine how the connector was damaged. The I/o pcb has been replaced. Device history record review found that the speaker passed the verification of speaker setting on (B)(6) 2011. A device history record review also verified audible alarm function on (B)(6) 2011.

Event description:
During baxter's evaluation, a spectrum pump was found to have no audio. There was no patient involvement and no reports from the customer regarding patient injury. No further information is available.